Event description:
Staff stated that the emergency trend will not work, no injury reported.

Manufacturer narrative:
Bed located in bed shop. Technician found the emergency trend would not work, replaced the trend valve to resolve this issue.